Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they were receiving high values over 200mg/dl on their phone and when they performed a finger stick reading, the meter was reading 254mg/dl. The patient stated she turned her phone off to get rest for the night because her phone kept going off. While the phone was turned off, the patient experienced a low event which caused her to have chest pain, shortness of breath, headache and nausea. It was indicated that the patient's son in-law, who is an anesthesiologist, recommended that she go to the hospital. The patient's husband drove the patient to the hospital and the emergency room doctor and nurse performed a finger stick reading. The patient's blood glucose was 50mg/dl on the hospital's blood glucose (bg) meter and when the patient turned her phone back on, the g5 mobile application showed a bg value of 80mg/dl. The patient stated she was in the hospital until (B)(6) 2018. There was no allegation against the device as the patient had turned their phone off prior to experiencing the adverse event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).